Event description:
I had the birth control essure placed about 4 yrs ago and since then I have noticed some major changes in my health. I have been having night sweats and hot flashes (dr can find nothing wrong with labs), massive weight gain, fatigue, headache (almost daily), depression (worsening of my depression), ibs, and bladder issues. I have never had these issues (except depression) until I got the essure. I have appointment with my dr on (B)(6) to see if I can have this device removed. For years I have just been thinking that I am just getting old, fat, and tired. The more that I look into others with the essure, I have noticed we have the same symptoms.